Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. On (B)(6) 2022, right after infusing antibiotic and blood return could be confirmed, the physician tried to infuse saline solution with using a syringe. However there was resistance and saline solution could not be infused at all. It was further reported that the physician cut tip of the catheter after removing from the patient and it was provided to the culture research. There was no reported patient injury.

Event description:
It was reported that the patient had a catheter implanted on (B)(6), 2021. On (B)(6), 2022, right after infusing antibiotic and blood return could be confirmed, the physician tried to infuse saline solution with using a syringe. However there was resistance and saline solution could not be infused at all. It was further reported that the physician cut tip of the catheter after removing from the patient and it was provided to the culture research. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to infuse was inconclusive due to poor sample condition. One assembled 4 fr groshong nxt catheter was returned for evaluation. The catheter contained what appeared to be blood residue within the tubing. The distal 3.5 cm of the catheter containing the valve and catheter tip had been trimmed off and not returned. The catheter was flushed with water and was found to be patent to infusion. No leaks were noted. Since the section of the catheter containing the valve was not returned and no issues were noted on the returned segment, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11